Event description:
The reporter stated that the surgeon was inserting an eyeonics crystalens and the lens haptic tore. The surgeon removed the lens and put in a backup crystalens and a suture was used to close the incision. Patient's current prognosis is good.

Manufacturer narrative:
Evaluation results: a lot number search was performed for the cartridge for similar complaints, and no similar complaint was found.